Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the schedule reports were not printing. A technical support specialist (tss) remotely accessed the application, reporting, and database servers to investigate an extract, transform, and load failure. The tss corrected reporting credential issues to restore report generation, identified missing database components and required service accounts, and determined that the extract, transform, and load failure was caused by insufficient database permissions for the cfnservice account. The tss engaged product support engineers, confirmed that the cfnservice account required database owner access within the enterprise server databases, coordinated with hospital information technology and database administrators, and verified that permissions were granted. Following these actions, the extract, transform, and load process completed successfully, and all reporting functionality, including manual and scheduled reports, was fully restored. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, scheduled reports did not print. An error message stating ¿unexpected error occurred¿ was displayed when attempting to access my reports on the es server. Reports did not load in the es server, and scheduled reports did not generate or print. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.